Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pca module had connection failure and was not delivering the pain medication. The customer believes that the cord for the dose request cord button was faulty and needs to be replaced. It was reported that the issue to the dose request cord was due to end users ¿wrapping the cord to fit inside the chamber (pca lockbox) when not in use.¿ the customer added that ¿constant bending of wires, especially close to the ends, will cause wires to fry prematurely within the rubber wrapping, thus we have to deal equipment failure issues.¿ the hospital¿s biomed confirmed that the issue was due to the dose request cord being bent. The part was then replaced, inspection conducted, and preventive maintenance was performed. The device was reportedly ¿working¿ afterwards. The customer is requesting the manufacturer to review the logs ¿to make sure it wasn¿t any issues with the keystrokes or internals of equipment.¿ there was patient involvement but no injury.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca module had connection failure and was not delivering the pain medication. The customer believes that the cord for the dose request cord button was faulty and needs to be replaced. It was reported that the issue to the dose request cord was due to end users ¿wrapping the cord to fit inside the chamber (pca lockbox) when not in use.¿ the customer added that ¿constant bending of wires, especially close to the ends, will cause wires to fry prematurely within the rubber wrapping, thus we have to deal equipment failure issues.¿ the hospital¿s biomed confirmed that the issue was due to the dose request cord being bent. The part was then replaced, inspection conducted, and preventive maintenance was performed. The device was reportedly ¿working¿ afterwards. The customer is requesting the manufacturer to review the logs ¿to make sure it wasn¿t any issues with the keystrokes or internals of equipment.¿ there was patient involvement but no injury.